Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the reload was partially fired. Microscopic evaluation noted that the product had damage to the cutting edge of the knife blade. The anvil clamping mechanism has been deformed. Pmv performed functional testing which included the reload was loaded into a post market vigilance instrument (0164) for functional testing. The reload was cycled without hesitation, and was applied to test media. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure when the device stapling to the organ, it proceed only middle part of cartridge however could not staple. The stapler was not able to fire. There were poor staple formation.